Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, a lead fragment was left in the superior vena cava (svc) but the physician was unable to retrieve the lead fragment. A temporary pacing system was used due to the patient was a pacemaker dependent. A revision was performed, and the pacemaker was explanted along with the ra lead, and right ventricular (rv) lead were explanted. No adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. This ra lead was disposed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, a lead fragment was left in the superior vena cava (svc) but the physician was unable to retrieve the lead fragment. A temporary pacing system was used due to the patient being pacing dependent. No additional adverse patient effects were reported. The ra lead was explanted.